Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the pump ran intermittently while connected to system controller, serial number (B)(4). The patient was exchanged to the backup system controller, serial number (B)(4). Log files for both the primary system controller and backup system controller were submitted. The log file for (B)(4) indicated that there was a pump disconnected event, which was associated with a normal alarm reset event. These events were followed by a total loss of power. The vad coordinator stated that these events correlate with the time the primary system controller was replaced. The log file evaluation for the backup system controller showed that it was running in backup mode. There appeared to be 2 pump stopped events captured. Both primary and backup system controllers were replaced.